Event description:
Pt had intestinal surgery in early 2008. In two months later, during a second planned surgery, surgiwrap was found to be hardened and attached to the small intestine. When the surgeon tried to remove the surgiwrap, the small intestine was weakened which led to fistula in the following month. At first intestinal surgery (original month) the surgiwrap was applied for anti-adherence in the bowel area, near the stomach, to prepare for a staged re-operation later. During the planned second operation (two months later), to finish the first operation, the surgeon wanted to remove surgiwrap from the small intestine loop but failed, because the surgiwrap appeared hard, with plexiglas effect and preventing any dissection. Indeed, when the surgeon tried to remove adhered surgiwrap, the small intestine was weakened which led to fistula in the following month. The baby is still hospitalized. At present, intestinal transit is very irregular but the required intervention is not possible because of intestine reaction with surgiwrap.

Manufacturer narrative:
Labeling, manufacturing, and sterilization records were reviewed and did not reveal any errors, omissions, or other abnormalities.